Manufacturer narrative:
Philips investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the device had been accidentally dropped by the customer, causing the activation of the button on the tso geoimage due to the fault. An additional review of log files showed an error indicating activation of the button. The rse suggested to replace the table side operator (tso); however, no service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's table side operating module button had been activated, which can impact the system from booting. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.